Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said that she was going to turn the device on and make an adjustment but experienced a power on reset (por) message. It was further reported that the patient has had three falls; fell on the ins in (B)(6) 2018, fell in (B)(6) 2018, and lastly, fell on the same side as the ins on saturday, (B)(6) 2018. Ins: implantable neurostimulator. Furthermore, the patient reported that her bladder symptoms were really bad. Also, the patient noted that she believes she turned implant off back in 2016. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the por was not due to the patient¿s fall. It was reported that the patient turned the implant off in 2016 in removed the batteries. It was stated that recently their oab had significantly worsened. On (B)(6) 2018 they put in new batteries and nothing worked; on the screen it showed a caution symbol, doctor¿s face, and por ¿power on reset.¿ the patient noted that they had made an appointment with their urologist as recommended, and are hoping their implant can be reprogrammed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.